Manufacturer narrative:
Product complaint # (B)(4). This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Citation: eur surg (2012) 44:314¿318; doi 10.1007/s10353-012-0151-2. (B)(4).

Event description:
It was reported in a journal article with title: lichtenstein¿s mesh versus bassini tissue repair technique for obstructed inguinal hernia: a controlled randomized study. This prospective, single-blinded, randomized controlled study aimed to evaluate the use of synthetic mesh in obstructed inguinal hernia. Between jan2009 and jun2010, a total of 40 patients with obstructed inguinal hernia underwent repair using modified tissue repair (n=20; mean age of 40.7±10.04 years) and lichtenstein repair (n=20; mean age of 44.55±12.23 years). In the procedure lichtenstein repair, prolene mesh was used to cover the weak posterior wall of the inguinal canal. In lichtenstein group, early postoperative complications (<7 days) included wound infection (n=3) which responded to antibiotic (ceftriaxone 1 g twice daily for three doses [further antibiotic if required were continued with the same till culture]) and sensitivity results available and wound toileting without the need for mesh removal, and seroma formation (n=1). Moreover, late postoperative complication (>7 days) included neuralgia (n=1). In a reference, it was stated that higher ratio of seroma is reported after the use of the lichtenstein method in an elective setting due the influence of the polypropylene mesh on surrounding tissues. Tension-free hernioplasty using polypropylene mesh in adults with obstructed inguinal hernia should be preferred to conventional hernia (pure tissue) repair, especially where there is no resection anastomosis/perforation.